Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of noise reversion and automated mode switch noted due to noise on the right atrial (ra) lead. It was suspected that the noise may have been due to an external source. No intervention was performed, and the patient was stable with no consequences.